Manufacturer narrative:
As of the date of this report, the monopolar curved scissors instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an arc while activating the monopolar curved scissors (mcs) instrument. The user believed that the energy intensity setting was too high, potentially leading to the arcing event. The procedure was completed as planned with no reported injuries. The follow up information was originally obtained from patient identifier (B)(6).